Event description:
Reporter alleged customer obtained blood glucose results of 399 mg/dl and 179 mg/dl within 10 minutes on the compact plus system. Reporter stated customer did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.